Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the liquid crystal display (lcd) was leaking under glass. Patient involvement unknown.

Manufacturer narrative:
One device was received with front cover damage where the screen is, liquid crystal display (lcd) has liquid crystal leakage, pole clamp has gouges in it, quick connect corroded, reflux plug contaminated, plate clip has crack in it. The lcd had leakage confirming the complaint no other analysis was performed. A root cause was from physical impact. A device history record (DHR) review was not performed because the device is beyond a year from its manufacture date and there was no indication of a manufacturing defect during the investigation. Service history review identified this device has not been in for service previously. Replaced pcb, quick connect fitting, plate clip, pole clamp, reflux plug, front cover. Performed preventative maintenance (pm) and calibrated. Device passed all functional and delivery tests.

Event description:
Additional information received on 3-jul-2023 via email: the event occurred during calibration. No patient involvement. No patient harm/injury.